Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes experienced label lift off/partial peel off before use. This event occurred 100 times. The following information was provided by the initial reporter: ¿customer reported defective marking on tubes. The test tube preparation system, bc robo is used for labeling on tubes; when tubes passed through the roller of the labeler, the ink on the tubes came off and was staining the roller.¿

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples for investigation. Photos of the samples were taken and reviewed and the customer¿s indicated failure mode for defective marking with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes experienced label lift off/partial peel off before use. This event occurred 100 times. The following information was provided by the initial reporter: ¿customer reported defective marking on tubes. The test tube preparation system, bc robo is used for labeling on tubes; when tubes passed through the roller of the labeler, the ink on the tubes came off and was staining the roller.¿